Event description:
The customer reported that an alarm silenced itself or was silenced automatically by the central station.

Manufacturer narrative:
The customer reported that an alarm silenced itself, or was silenced automatically by the central station. The customer reported this is not being an adverse event, and gave no indication of any emergent treatment. The pt did not have a true asystole, but the monitor was showing a low-amplitude ECG trace. This complaint is being reported only because the user has alleged a malfunction which, if it recurred, could lead to serious injury or death. The available info does not support that there was any malfunction. The alarm logs at the central station show that there were many asystole alarms and each was acknowledged once at a central station. The alarm logs show only single silencing event after each of 19 asystole alarms, no matter how long the alarm has been ringing - up to 40 seconds. The lack of any double silencing actions and the 19 single silencing actions - generally within a few seconds after each alarm - is only consistent with user silencing of the alarms at a central station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.